Event description:
Event description cpi received information that this patient was in a auto accident. Due to high impedance, unable to get r-wave, and sensing problems, the physicians elected to replace the patient's downsize plus lead (0095) and noted it had a rate sense fracture near the header. The rate sensing portion of the lead was capped, and the shocking portion remains active. A medtronic rate sensing lead was added to the patient's system.